Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer received a warning message to switch out the harmonic ace instrument they were using. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the defect was an error message. There was no report of fragments falling from the device while the instrument was being used inside the patient. The patient had not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis (fa). Fa was able to reproduce and confirm the reported complaint. The instrument was found to have failed the energy recognition test. The instrument was placed on an in-house system and passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, and the instrument generated the message "tighten assembly" on 3 out of 3 attempts. Review of the logs were unable to identify any failure specific to the instrument. An additional observation related to the customer-reported complaint was observed. The instrument was found to have the curved blade broken at the distal end. The blade broke completely from the base. The broken piece was not returned with the instrument.